Event description:
It was reported that the plug was sparking, possibly causing ac shock; accessible (ac) power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not been provided yet.

Event description:
It was reported that the plug was sparking, causing ac shock; accessible (ac) power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation is complete. Product information under section d have been updated and codes have been updated.